Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product was not returned. Data log review shows adequate placement signal. The placement signal improves once the pump p-level is decreased and there are no issues found during the rest of the case. The cause of the optical signal issue was not determined since the product was not returned and insufficient clinical details were provided. The root cause of the suction was not determined as data log review was inconclusive without sufficient clinical details. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information from the initial manufacturer device report number 1220648-2025-28839. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-28839.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and during support, the pump was getting suction alarms so the staff decided to wean the pump early. There was no reported patient harm.